Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure and a repair of an inadvertent small bowel tear laparoscopically on an unknown date and topical skin adhesive was used at the 4 trocar incision sites. Shortly after use, the patient's skin began to turn red and blotchy. Initially the reaction was quite a large area of erythema like a cellulitis over the abdomen. Then it focused around the incisions, then became a crusting and scabbing appearance over each incision site before it sloughed off and the incisions healed well. The patient was treated as an infection with IV antibiotics for 3 weeks. Currently, the patient is well. The patient was seen by a dermatologist who thinks this was an allergic reaction to the topical skin adhesive. The patient is getting a patch test soon.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.